Event description:
The user facility reported that a 16-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. Four days into support, flow saturation was observed from the pump. Upon explant, the motor was noted to be encased in thrombus. The patient was subsequently implanted with a left ventricular assist device (lvad) to bridge to heart transplant. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported saturated flow was completed. The device was returned for evaluation. Visual inspection of the pump confirmed a large thrombus encasing the motor and outflow. The root cause of the inaccurate high flow resulting in saturated flow was ingested biomaterial applying resistance to the pump rotor. This report is being filed as part of a retrospective review of historical records.